Manufacturer narrative:
Exact date unknown, event occurred in the last couple of years.

Event description:
It was reported that the patients ipg was not taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.